Event description:
The anesthesia cart screen that displays the ventilator settings went blank and would not turn back on after troubleshooting. A transport ventilator was brought to the room and the patient was switched from the anesthesia cart to the transport vent. Clinical engineering replaced faulty monitor. No visible wear/tear of machine, no error code to describe why unit was faulty or powered down.